Manufacturer narrative:
Unit received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to verify failed battery alarm due to blank display. Unit received with cracked retainer and fading serial number label.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.